Event description:
It was reported that the usb cable became damaged, and could no longer be used to charge the pump. A replacement cable was sent to the customer to address the issue. Customer's blood glucose level was 249 mg/dl.

Manufacturer narrative:
Device not returned.